Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number and expiration date were not provided. A field service engineer (fse) replaced the reagent probe. With limited information, it is unclear if this is the single root cause. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas 6000 c501 module. Sample (B)(6) initial result was 0.97 mg/dl, and the repeat result was 0.37 mg/dl. Sample (B)(6) initial result was 1.76 mg/dl, and the repeat result was 1.0 mg/dl. Sample (B)(6) initial result was 2.63 mg/dl, and the repeat result was 1.68 mg/dl. Sample (B)(6) initial result was 1.29 mg/dl, and the repeat result was 0.66 mg/dl. Sample (B)(6) initial result was 4.46 mg/dl, and the repeat result was 3.34 mg/dl. Sample (B)(6) initial result was 0.94 mg/dl, and the repeat result was 0.46 mg/dl. The questionable results were repeated on another cobas 6000 analyzer.